Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
Correction: supplemental #1 was not required because device evaluation codes were included in the initial.